Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. Visual was conducted on the returned device. The returned sample revealed that it was received one empty open foil and one mesh in use condition that pertain to product code pvpm. Upon visual inspection, it was observed that the straps were partially detached, and one was partially delaminated. The mesh has begun with the degradation process. In addition, body fluids were found on the sample. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: during insertion, be certain to avoid kinking the patch. Once the mesh patch has been inserted through the defect, manipulate the straps carefully to facilitate the proper positioning of the patch. Pulling carefully on the suture loop allows the mesh patch to flatten itself against the abdominal wall. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: when did rupture of pvpm occur? Please describe. Was it already inserted into the patient body? What do you mean by ¿¿fins¿¿ ? Do you mean the 2 straps or the sutures that are connected to the straps ? Did 1 or both the straps or suture tear? Issue discovered during the insertion of the device inside the patient's body. It is not a break but a tear on the side of the 2 straps of the patch. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2023 and mesh was used. Rupture of the fins during the insertion attempt occurred. The issue was discovered during the insertion of the device inside the patient's body. It was not a break, but a tear on the side of the 2 straps of the patch. The device remained in its integrity. There were no adverse patient consequences reported. Additional information was requested.